Manufacturer narrative:
Investigation included technical support review, user education on shutdown procedures, and logistical arrangements for replacement and data handling. Investigation of this case revealed physical damage to the display with resulting loss of touch function. It was concluded that the display component was damaged and required replacement, and that data would not transfer to the replacement device, necessitating a standard startup process.

Event description:
It was reported that the ilet insulin pump became unresponsive to touch and exhibited a crack in a screen corner, and a replacement process was initiated. Symptoms included no alerts or alarms and loss of touchscreen responsiveness. Outcomes included interruption of normal pump use, with continued glucose monitoring via a dexcom g7 application or receiver.